Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported that the patient underwent initial left knee arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2015 due to wear of the polyethylene tibial bearing. The bearing was removed and replaced, and irrigation and debridement was performed.